Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of constant blockage alarm was not reproduced. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" And "upstream occlusion!" Messages on the reported event date, however the history log cannot be used to determine if the alarms are true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had constant blockage alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.